Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-613-1 is cracked and a piece came off the handle. The rep reported the incident occurred during a total knee procedure. The device broke while impacting of the keel punch. The rep reported only one piece broke off and the fragment was fully retrieved. The case was completed by using another impactor.